Event description:
Information was received indicating that a patient with a smiths medical portex custom tracheostomy tube had complaints of increased secretions. The mother indicated that this happens when the cuff had been deflated. Subsequently, ems was called, and a trach tube change out was performed. The cuff was noted to be broken. There were no reported adverse effects.